Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6), 2012 at 330pm. The patient manages her diabetes with novolog insulin (sliding scale). It is not clear what action the patient took at the time of the alleged issue; however, at an unknown date/time, the reporter stated the patient skipped/ stopped her usual dose of insulin. Immediately after the alleged issue, the reporter claims the patient felt symptoms of shaky, heart pounding, headache, "black blotches" in her eyes and felt like passing out. The reporter denied the patient received treatment. At the time of troubleshooting, the cca noted it was the first time the subject meter was being used for testing. The patient was using the correct test strips and there was no indication of misuse. The cca was unable to walk the reporter through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged power issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a dead/low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.